Event description:
It was reported that an ilet bionic pancreas displayed a screen lock/unresponsive behavior that prevented acceptance of terms and conditions to complete a software update; the user reported a concurrent blood glucose of 178 mg/dl and use of a compatible cgm. Investigation included remote troubleshooting and user education. Further investigation of this case revealed that the device completed the update and resumed normal operation, with the screen unlocking and functioning as expected. The user had the replacement ilet cancelled as the device resumed operations. There was no user reported symptoms, no injury and no clinical symptoms during the event. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. It was concluded that the event resolved after software update completion and that no device malfunction persisted.